Event description:
Customer called lfs on 9/27/2002 alleging that their meter would prompt the "not ok" message. The ccr walked the customer through resolving the error message, however, the issue could not be resolved. The customer also reported inaccurately high readings. Pt did not have reportable symptoms. Pt reported obtaining a "hi" and a "211 mg/dl" on the physician's meter, the following day. No treatment was reported at the physician's office. The customer obtained a second "hi" reading 30 minutes after their dr's appointment. No adverse event or serious injury occurred. The ccr walked customer through a check strips test and the meter failed (result: 129 range: 72-96). The customer did not have any control solution and reported never running quality control tests.